Event description:
During set up for cardiopulmonary bypass procedure, the central monitor and a roller pump of a heart lung console had trouble turning on. When the unit was rebooted, the machine operated successfully. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.